Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly and the auxiliary power connector. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed power pcb assembly and the auxiliary power connector. Physio determined that the cause of the reported issue was due to bent pins on the auxiliary connector. The bents pins on the connector were shorted and caused diode, designator cr20 on the power pcb assembly to become electrically shorted when attempting to connect to ac power. This resulted in damage to the power pcb assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to power on. There was no patient use associated with the reported event.